Manufacturer narrative:
Multiple attempts were made to try to obtain the release date and customer status however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka), and the cause was unknown. During the hospitalization, the customer was treated via intravenous insulin drip, and saline. The customer was still hospitalized at the time of the call, however bg levels had stabilized and the plan was to be released that day.